Event description:
It was reported that the procedure was on (B)(6) 2010, to treat lesions in the right coronary artery (rca). Pre-dilatation was performed, and the 2.5 x 28 mm promus stent was successfully implanted in the distal rca. The 2.75 x 28 mm promus stent was then implanted in the mid rca, and the 3.0 x 28 mm promus was implanted overlapping in the proximal rca. On (B)(6) 2011, re-stenosis was confirmed in the proximal and mid rca. On (B)(6) 2011, the re-stenosis was treated with a non-abbott stent in the mid rca, and a non-abbott stent in the proximal rca. The procedure was completed without any issues. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional promus stents are being filed under a separate medwatch report. There was no reported product deficiency. Restenosis is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.